Event description:
Tap it was reported that 173 days after implantation of a taxus express2 2.5x16mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending (lad) artery distal to a left internal mammary artery insertion. A pre-intervention stenosis of 80% was reported for the target lesion. The lesion was pre-dilated and a 2.5x16mm taxus stent was deployed, resulting in a post intervention stenosis of 0%. No information concerning the calcification or tortuosity of the treated vessel was reported. The patient received heparin and integrilin, during the procedure. The patient was reported to have had no acute complications. The patient presented 173 days after the initial procedure with 80% proximal edge in-stent restenosis in the 2.5x16mm taxus stent. A cypher stent was deployed in the restenosis region. A post-intervention stenosis of 0% was reported. Patient complications were reported as none.